Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: percutaneous transcatheter occlusion of acquired gerbode defect after tavr b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous transcatheter occlusion of acquired gerbode defect after tavr", was reviewed. The article presented a case study of a 74-year-old male patient with a history of coronary artery disease, coronary artery bypass grafting, and severe aortic stenosis. On an unknown date a 14mm amplatzer vascular plug ii was chosen for implant to treat a gerbode defect. During the procedure it was determined that the 14mm device size was not suitable to the patient anatomy. The device was removed and replaced with an 8mm amplatzer septal occluder. The device was implanted. Post-implant a residual shunt was observed. Several weeks post-procedure the patient was re-admitted to the hospital for persistent anemia that required serial blood transfusions and went into cardiogenic shock that required vasopressor support. Five days later the patient was brought back for an additional procedure. An attempt was made to snare the 8mm amplatzer septal occluder using a gooseneck snare. However the device embolized to the right pulmonary artery. A second 8mm amplatzer septal occluder was implanted across the gerbode defect at a more perpendicular angle than the previous device. After closure of the defect, the embolized 8mm amplatzer septal occluder was snared from the pulmonary artery and removed from the patient. The patient was discharged on post-operative day 10. [The primary and corresponding author was alec miller, university at buffalo, 100 high street, buffalo, new york 14203, USA. With corresponding e-mail: am463@buffalo.edu.]